Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the occlusion alarms with heparin infusing at 3ml/hr through an art (arterial) line, stating it has happened with two (2) patients over the last few days. No other medications were connected to the line. The clinician stated she increased the pressure to 400mmhg on the lvp and has not had any further occlusion alarms. The event was reported to bd associate during site visit. There was patient involvement but no harm.